Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic electrosurgical treatment for polycystic ovarian syndrome procedure on unknown date between 03/14/1994 and 06/19/1995 and the absorbable adhesive barrier was applied to one randomly chosen ovary surface using a specially designed applicator to prevent de-novo adhesion formation. Two-eleven weeks after the procedure, the patient underwent a second-look laparoscopy along with adhesiolysis due to post-operative adhesions formation of possible extent and severity. It was also reported that the absorbable adhesive barrier could not be shown to have any significant protective effect on adhesion formation. Additional information will be requested.